Manufacturer narrative:
Date of event: used (B)(6) 2022 as the event date was not reported.

Event description:
It was reported that there was hair inside the sealed package. A flexima all purpose drainage catheter was selected for use. During shipment, it was noted that there was hair inside the sealed package. There was no patient involvement.

Event description:
It was reported that there was hair inside the sealed package. A flexima all purpose drainage catheter was selected for use. During shipment, it was noted that there was hair inside the sealed package. There was no patient involvement.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned; however, an analysis was concluded based on the received photo of the complaint device. Media inspection was performed, and a hair inside the pouch of the device was observed. No other issues were identified during the analysis. B3 - date of event: used 12/01/2022 as the event date was not reported. H3 other text : media review.